Event description:
It was reported that the user changed supplies on the ilet pump but did not complete the cannula/tubing fill step, which triggered an on-device alert indicating the supply change was incomplete; after contacting support, the user completed the fill tubing step and finished the supply change, and education was provided on proper supply change procedures. There were no reported adverse health effects and no change in blood glucose. Outcomes included successful completion of the supply change with resolution of the alert. Investigation included user troubleshooting and education on correct infusion set and cartridge change steps. Investigation of this case revealed user operational error during the supply change process, with the device performing as designed by alerting the user to the incomplete step. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incomplete procedure adherence.